Event description:
It was reported that the jack was leaking.

Manufacturer narrative:
This record was reported in error.

Event description:
It was originally reported that the jack was leaking. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.